Event description:
The event involved a tego® connector where it was reported during recommencement of continuous renal replacement therapy (crrt), nursing staff aspirated and flushed both vascath lumens per standard protocol. Both lumens functioned normally. Upon connecting the tego® connector and starting the filter, the crrt machine triggered a ¿return extremely positive¿ alarm within one minute. After troubleshooting, the return lumen tego® connector was identified as the source of blockage. The connector was replaced with another tego® unit, and therapy resumed without further issue. There was patient involvement, no patient harm and there was delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.